Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR review (product code 545050501 lot number 7957546) revealed one unrelated non conformance on this batch. Micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter threatening litigation received. Claim letter record alleges personal injury occurred as a result of implantation of a defective depuy attune knee device. Doi: (B)(6) 2015. Dor: not reported; unknown side.